Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with high rate non-sustained episodes, increased sensing integrity counter (sic) and oversensing and undersensing during arrhythmia detection. The physician later called back to inform that the patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had also triggered an alert for high threshold on the same date the patient had passed.